Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. The cause of the damage to the door latch roller was not able to be determined. To correct the condition, the door latch roller was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had a damaged door latch roller. This malfunction was identified during service; therefore there was no patient involvement. Additional information is not available.